Event description:
It was reported the stent deployed prematurely inside the guide catheter during procedure. The procedure was successfully completed with another stent.

Manufacturer narrative:
(B)(4): device has not been received for analysis by manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the outer body catheter was compressed, and kinked. The inner body catheter was also compressed and kinked. The stent was not in the outer body nor was it returned. A small amount of friction was noted when moving the inner body in the outer body, likely due to the observed anomalies. The observed damages are indicative of high friction during stent deployment. The cause of high friction during deployment cannot be definitively determined in this case. Additional information indicated that the patient's anatomy was tortuous. Based on this information, the most probable cause for the reported friction is either excessive tortuosity in the region of the loaded stent (resulting in higher deployment force), or excessive tortuosity proximal to the stent (reducing the efficiency of force transmission from the inner body to the stent). The cause of premature deployment during use cannot be definitively determined. Identified possible causes are: failure of the user to sufficiently tighten the rhv (rotating hemostatic valve) securing the inner body and outer body; using the inner body catheter to advance the system; excessive interference between the guidewire and stent as a result of excessive tortuosity; and damage to the outer body caused by excessive force. However, information available does not indicate that there was excessive interference between the guidewire and stent as a result of excessive tortuosity, damage to the outer body caused by excessive force, of using the inner body catheter to advance the system, or of insufficient tightening of the rhv. Therefore the root cause of the premature deployment during use cannot be determined.

Event description:
It was reported the stent deployed prematurely inside the guide catheter during procedure. The procedure was successfully completed with another stent.